Manufacturer narrative:
(B)(4). The product is expected to be returned. Once it is returned and analysis completed, this report will be updated.

Event description:
The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) presented with a red warning screen upon interrogation, indicating that a charge time (CT) alert had been recorded. There were no treated or untreated episodes stored and the device did not emit tones at any time. In addition, the patient did not undergo any medical treatments since implant. The surface electrograms were normal. A memory download was performed and sent to boston scientific technical services (ts) for review. No adverse patient effects were reported. The patient was discharged to home for a routine follow up in six months. A ts consultant performed and initial review of the data and noted that the s-ICD had been emitting tones since (B)(6) 2016 and having CT alerts daily since then. The weekly impedance tests showed normal measurements. The data was submitted for deeper engineering review. A boston scientific engineer reported that the s-ICD has experienced a malfunction which is preventing it from performing the weekly impedance test, which is why the CT alert has been displayed. Tachycardia therapy is still available. It was recommended that the s-ICD be replaced as it is not performing as expected. This information was communicated to the field representative to relay back to the physician. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A replacement procedure has been scheduled for later in (B)(6) 2016. At this time, no additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
At a later date, a long charge (lc) code was displayed by the s-ICD, indicating that the device took longer to complete a charge. Ts was contacted and discussed that based on this code, the device can no longer provide tachycardia therapy effectively and the s-ICD should be replaced as soon as possible. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection of the device header and case revealed no abnormalities. The device case was opened and visual inspection revealed cracked solder joints on the hybrid circuit, resulting in an intermittent electrical connection. Additionally, dendrites (conductive metal filaments) were observed on the hybrid circuit and also caused the battery to deplete more quickly than expected. Laboratory analysis confirmed that the cracked solder joints and dendrites found on the hybrid circuit resulted in the reported clinical observations.